Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient underwent PICC insertion from the upper arm. After the implantation, the guide wire was removed. When flushing the catheter with a 10 ml syringe, the operator found fluid leakage at the site 15 cm from the connector. A new catheter was inserted in the body of the patient.